Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3536 showed nineteen other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter connector leaks fluid, and it leaks after replacing a variety of connectors, and it also leaks after connecting the syringe. It was reported this occurred with two devices. This report addresses the second device.